Manufacturer narrative:
The insulin pump was received with excessive unexpected restart alarm due to faulty mother board. Analysis was unable to perform the displacement test due to unexpected restart alarm. The pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
It was reported that customer had unspecified pump error alarm on insulin pump. The customer¿s blood glucose level was unknown. The product will be returned for analysis.